Event description:
The attorney alleged that the customer had been hospitalized for diabetic ketoacidosis due to issues with her insulin pump and infusion set, resulting from improper amounts of insulin being delivered. The attorney stated that the customer's doctor had prescribed the use of an insulin pump with an infusion set. The attorney further stated that the customer failed to receive the correct dose of insulin to manage her diabetic condition, which caused the customer to suffer damages. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.